Manufacturer narrative:
Main investigation conclusion incidental findings: the white strain relief was damaged. The reported event of a tear in the white cable was confirmed with the evaluation of the returned system controller. Visual inspection revealed the white power cable had tape on the outer jacket. The tape was removed, which revealed tears on the outer jacket with green fluid. The green fluid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. A root cause of the damage that attributed to the tear could not be determined during the evaluation. The system controller was tested with laboratory equipment and no functional issue was identified that could be correlated to the damaged power cable or fluid ingress issue. Heartmate ii lvas IFU, heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU, rev. C, heartmate ii patient handbook, rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic will a damaged controller. It was noted that there was a tear in the white cable connecting to power. The controller was replaced.